Event description:
In 2006, I had cataract surgery on my left eye at the hospital. A week later , I had similar surgery performed on right eye. In both surgeries, alcon acrysof restore multifocal lens were implanted. In both cases the surgery was performed by md. Immediately after surgery, I experienced severe vision blurring in the left eye with some but lesser blurring in the right eye. Since dr was no longer at the hosp, I was referred to another md who has investigated the possible causes for the blurring for the last 1 1/2 years. During this period, second dr gave his time freely performing many tests in efforts to determine the cause of the impaired vision. At the end of the investigation period, dr said he could think of nothing else to do and recommended. I see a rentinoligist who said the problem was refractory, and it might be cured with glasses. The glasses essentially did not help. At the present time, my vision is about the same as it was after the original implants were installed. It is my belief that the lens are not what alcon claims them to be and consequently; I believe the FDA might well investigate the advertised claims made by the supplying company to determine if there is a reasonable number of other patients who have had similar difficulties.